Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer states they had low of 44mg/dl. The customer states they had eaten frosting to treat the lows and got them up to 117mg/dl. The customer declined to troubleshoot at this time.